Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported catheter events occurred. The patient stated they produce more scar tissue than they should and has had lots of issues with catheters kinking. The patient stated they have had to go in several times for catheter revisions. The patient stated as a result they decided that the pump therapy was not maybe the best treatment so they switched the patient to a spinal cord stimulator device. They patient stated they left the pump in their body just in case they wanted to use it in the future. No symptoms were reported. The event date was asked/unknown (many times in the past, so many I don¿t know the dates). No further complications were reported/anticipated.